Manufacturer narrative:
There was no adverse event reported for this incident. The MFR requested the device be returned so that an engineering investigation could be performed. Resmed is unable to confirm the alleged malfunction.

Event description:
It was reported to the MFR that a pt observed the s8 device on fire near the area of the power supply board.